Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent patient presented for routine follow-up, an episode with noise was observed. Isometrics did not reproduce any noise. No action was performed, and the patient will continue to be followed normally.